Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that post stent implantation a stent strut fracture was observed in the supera stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported stent fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.